Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 52mmx72mm abdominal aortic aneurysm. It was reported that a follow up CT found a type ia endoleak, two aortic extensions from another manufacture were implanted. The leak decreased, but remained. Coils were then implanted to fill the gap between the stent graft and the native vessel. A slight leak still remained and the physician believed that it would self-resolve. The physician considered the event to be resolved. The physician stated that the cause of the event was due to undersizing. It was also noted that chimney technique was initially planned for the lower renal artery (the left ra), the proximal diameter of the main body should have been 25mm, which was one size greater than d.23 mm of the device actually used. No additional clinical sequelae were reported and the patient is fine.